Event description:
It was reported that the distal segment of the catheter was damaged as the stylet was being removed during the implant procedure. The catheter was explanted and discarded and a new catheter was successfully implanted. There were no patient injuries associated with this event. This device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).